Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt, followed by a motor error alarm. The blood glucose reading was 280 mg/dl. The customer stated that once she cleared the no delivery alarm, she received the motor error alarm, and then the insulin pump prompted her to rewind. She noted that she was afraid that she did not receive insulin from the bolus. No significant events leading to the alarms were observed. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.